Manufacturer narrative:
This product is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the folllowing manufacturing numbers 3003742446-2007-00070 and 3003742446-2007-00071.

Event description:
During percutaneous coronary intervention (pci) of an 85% de novo lesion in the proximal lad of 5mm in length in a 3.0mm vessel diameter, there was a distal edge dissection involving a 3.0x13mm cypher stent that was deployed at 11 atompheres (atm) and then 16 atm. The dissection type was not classified. A 3.0x8mm cypher stent was used to treat the dissection, but when the placed at the target site, it would not hold pressure and did not inflate at all. It was finally removed and another product of the same size and lot was used to complete the procedure.